Manufacturer narrative:
Visual inspection was performed and found no issue. Functional testing was performed and during the power up self-test, the thermogard displayed error tcmid: 05 (coolant diif failure).the root cause of tcmid: 05 (coolant diif failure) was due to the damage connector on the I/o board. The damaged board was replaced (pic 16) to remedy the fault. In addition, the thermogard system still running even when the suk air trap simulator was removed in the system was observed during the functional testing. The likely root cause of the issue could be due to intermittent issue with the I/o connector. The connector was disconnected and connected and the issue was resolved. Additionally, further visual inspection of the air trap assembly pins was performed and no issue was found. The pins were found to be aligned and no damage was observed to the pins on the rj cable. Final functional test was performed and the thermogard passed all the testing and performed as intended.

Event description:
As reported during the preventive maintenance service, the thermogard displayed tcmid: 05 (coolant diif failure) error message. It was also reported that the thermogard continue to run even the suk air trap simulator was removed in the system.